Event description:
It was reported that the event involved a female pt while in the operating room. Indication for use: coronary support. The md inserted the sheathless intra-aortic balloon (iab) via the femoral artery. The fiberoptix sensor (fos) and intra-aortic balloon pump (iabp) were working fine. After approximately 5 minutes, it was observed that bleeding was occurring at the femoral access site. The md attempted to use a hemostasis device to help control bleeding. The protective sleeve with one way valve was connected to hemostasis device. Blood was observed entering the sterile protective sleeve, which should not happen since it is a one way valve. The md could not contain the bleeding and the sleeve eventually filled with blood. There was no alarms received. As a result, the md removed the iab with no issues. A new datascope iab was placed successfully after many attempts of regaining access after access was lost when the first iab was removed. There was no report of pt death, complications or injury. Medical/surgical intervention that was required was the removal of the iab. Therapy was delayed or interrupted for approximately 20 minutes. The pt outcome was the pt went on to have surgery and then was sent to cardiovascular intensive care unit (cvicu) after surgery, where it was reported that everything went fine after that. The pt outcome is unk. Additional information received on (B)(4) 2012 stated that the 2nd iab (datascope) was inserted via the right femoral (different insertion site). No harm to the pt during the delay or interruption in therapy. It was noted that the pump used was a arrow iap-0500.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.